Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as the product code and lot number are unknown. The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
While troubleshooting with (B)(4), the patient stated that the solution bag was leaking near the connection. (B)(4) asked the patient to make sure the connection was tight. The patient stated it was but that the bag was leaking slowly. (B)(4) had the patient turn the hc off and close the clamps. (B)(4) then instructed the patient to discard the supplies and start over with new supplies. No injury or medical intervention was reported.